Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024. The issue occurred with one of infusion set used for six hours. No further information available.